Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a femoral recon nail (frn) nail insertion. It was noted that the drive cap broke at the level of the threads where it articulated with the insertion handle, rendering this piece no longer usable and in need of replacement. There was no surgical delay noted. It is unknown if the procedure was successfully completed. No patient consequences reported. This report is for (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).